Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the audio bolus button was difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the audio bolus button was intermittently unresponsive and required hard presses to elicit a response. The button cover was removed and internal plug was misaligned. The up, down, ok and contrast buttons responded appropriately. Evaluation revealed that there was no contamination under the contacts of all buttons.